Event description:
Mother reported customer was hospitalized for hyperglycemia and dka. She was treated with an insulin drip. The cannula was found to be bent and the customer "had just gotten 3 injections of steroids in her back" mother stated that the cause of the customer's hyperglycemia was the occlusion due to the bent cannula and the effect of the steroids. Request was made for the return of the suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.